Event description:
It was reported that during the implant attempt of the atrial lead, the lead would not fixate. The patient was reported to be in persistent atrial fibrillation and recently underwent major cardiac surgery. An atrial lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.